Manufacturer narrative:
H.6. Investigation summary: two photos and one loose interlink with shield was received and evaluated. It was observed in the photos and the sample, there were multiple brown embedded foreign matter particles throughout the shield and two in the top and middle of the interlink. It appears the particles are burnt plastic with each component containing at least one particle larger that level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that the 15 g bd interlink lever lock cannula experienced foreign matter contamination noted prior to use. The customer reported, ¿fm was in the shield.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the15 g bd interlink lever lock cannula experienced foreign matter contamination noted prior to use. The customer reported, ¿fm was in the shield.¿